Event description:
Customer reported, the lcd screen on the insulin pump was cracked. Customer's blood glucose was unknown. Customer stated, it looked like half a moon going from one end to the other, top to bottom. Customer does not recall how damage occurred. Most recent blood glucose was 125 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with cracked case on display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.